Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID: m021083c001 (lot: 4.2.1); product type: brand name ; product ID (lot: -); product type: brand name ; product ID: bi71000906 (lot: -); product type: h3: the system was serviced in the field and after looking at system, it was determined that the detector panel was causing the issue. The detector panel replaced and calibrated. Codes b01, c07, d02 are applicable to this analysis. H6: multiple annex g codes were reported. G02008 corresponds to concomitant product m021083c001 that comprises the reported event. G 04096 corresponds to concomitant product bi71000905r that comprises the reported event. G04091 corresponds to concomitant product bi71000906 that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was stuck in standalone mode. The user power cycled the system twice, but it still would get stuck in standalone mode. The event occurred during a kyphoplasty procedure. The event caused a surgical delay of less than one hour. There was no impact on patient outcome. Troubleshooting information was provided. The medtronic representative (rep) checked the logs for the imaging system, and the error was: "component xd status is error".

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905r, serial/lot #: (B)(6) rev. 5 h2-3) the detector panel was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the detector panel had electrical failure. Codes: b01, c02, d02 h2) the following product ID was returned unused and is no longer relevant to this product event. Product ID: bi71000906 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: logs were not able to be returned. Software analysis was completed based on the information available and determined that there no software anomaly. Codes b17, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.